Event description:
It was reported that; when removing the inserter, physician realized there was no resistance in locking mechanism. Upon further inspection on back table, scrub tech noticed the small retaining pin was missing. Missing pin was found.

Manufacturer narrative:
No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The instrument has been used without an issue more than 100 times over the years. It is likely that the device fractured due to normal wear and tear of instruments.

Event description:
It was reported that; when removing the inserter, physician realized there was no resistance in locking mechanism. Upon further inspection on back table, scrub tech noticed the small retaining pin was missing. Missing pin was found.